Event description:
The patient fell and hit his upper chest near the deep brain stimulator and his head about 1 inch from the burrhole cap. Afterward he experienced a loss of therapeutic effect and intermittent stimulation. The patient was in the hcp clinic at the time of the call; his status was reported to be 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.